Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (belt does not communicate with monitor) has been confirmed. Upon investigation the electrode belt¿s trunk cable was severed. The root cause for the severed trunk cable was unable to be identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt does not communicate with monitor.